Manufacturer narrative:
Please note: this is one of two products involved with this adverse event in which associated MFR report numbers are 3003742446-2007-00205 and 00206. The event involved in a male with a history of hypertension, hyperlipidemia, congestive heart failure and angina. This pt's history places him at increased risk of mace. The reason for initial admission to hosp is unk, however, a coronary angiogram revealed a heavily calcified, bifurcated lesion in the left anterior descending (lad) artery producing a 90% stenosis. The safety and effectiveness of cypher has not been established in these types of lesions and/or vessels. The lad was treated and implantation of 3.50x33mm cypher stent at 16 atm. A heavily calcified lesion in the diagonal was implanted with a 2.50x28mm cypher at 14 atm. Both lesions were pre and post dilated. No other lesion, vessel or procedural info was given. Pre, intra and post procedural medications and act values were not specified. The pt was admitted to the hosp approx two and a half years following the index procedure with a non-q wave myocardial infarction and 5 mm st elevation. The pt experienced three episodes of ventricular tachycardia and was subsequently cardioverted. He also developed respiratory distress that required intubation. The pt was exhibiting signs of cardiogenic shock requiring a balloon pump be placed and transfer to another facility where he was admitted with a poor prognosis. An angiogram was conducted and thrombus was observed in both the implanted cyphers. The thrombus in the left anterior descending was treated by angioplasty followed by implantation of a 2.5x 28mm zeta stent. Timi flow was restored to 3. The diagonal artery was successfully treated with balloon angioplasty. Simultaneous kissing balloon inflation took place in the lad an diagonal during the procedure. Medications given included heparin, angiomax, integrilin. The products remain implanted in the pt and thus not available for eval. The lot numbers of both cypher stents is not available and so a device history records review was not conducted. Thrombotic events are a known potential adverse event following stent implantation. Based on the info provided, it is not possible to draw a conclusion about a relationship between the device and the event, however, there are pt, lesion and vessel factors that may have contributed to it. There is no clear indication that this event was design or mfg related.

Event description:
The pt was admitted to a hosp approx two years and six months post index procedure. He was admitted with a non-q wave myocardial infarction and 5mm st elevation. The pt did not respond to fluid pressures and a balloon pump was placed. The pt experienced three episodes of ventricular tachycardia and was then cardioverted. He developed respiratory distress and was intubated. At that point the pt was transferred to a different hosp with full cardiogenic shock. He was admitted here with a poor prognosis. An angiogram was conducted and thrombus was observed in the implanted cyphers. To treat the thrombus in the left anterior descending, the physician pre-dilated the lesion and timi flow was restored to 3. Then a 2.5 x 28mm zeta was implanted at 16atms. There was simultaneous kissing balloon inflation done in the left anterior descending and the diagonal. The diagonal lesion was only treated with balloon angioplasty. The pt is currently in the intensive care unit. The pt had a bifurcation in the diagonal and left anterior descending. The lesions were heavily calcified. The lesion in the left anterior descending was a 90% lesion. The pt. Had a 2.5 x 28mm cypher stent implanted in the diagonal at 14atms and a 3.5 x 33mm cypher stent implanted in the left anterior descending at 16atms in 2004. The lesions were pre and post dilated. The pt's medications include the following: heparin, angiomax, nitroglycerin, dopamine and integralin.